Event description:
It was reported that, "the patella was loose and he revised the tibial insert because, the knee was a little loose. Surgeon swapped it out because, a thicker insert was needed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to hospital pathology and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 2249697-2011-00352.